Event description:
Info received that the brakes were not holding, casters would swivel but not roll. No injury reported.

Manufacturer narrative:
Bed found in hall. Issue: brakes were not holding, casters would swivel but not roll. Fix: replaced 4 casters to resolve this issue.